Event description:
Customer stated that there was moisture under the screen of her insulin pump. Customer reports that the pump was near pool water, but never submerged. Blood glucose level at the time of the call was 127 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The displacement, basic occlusion, occlusion, prime and excessive no delivery alarms could not be performed due to the blank display. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.